Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test and blank display. Blood glucose level at the time of the incident was not provided but had 306 mg/dl at the time of the call. Customer did not complete troubleshooting due to not having a new battery. The customer was advised that they would be sent a replacement battery cap. The insulin pump will not be returned for analysis.